Manufacturer narrative:
This device is for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon inserted the screw with the variable angle locking compression plate (va-lcp) drill sleeve into the distal row most styloid hole by hand; however the screw was not locked and penetrated. The surgeon was unable to identify the screw size, but visually confirmed that torque through. The surgeon removed the penetrated screw in the dorsal approach and used another screw. The surgeon was uncomfortable with the screw, but it could be set in the plate. Torque limiter was used in locking. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.